Event description:
The technician alleged that the head of the bed would not raise up. No patient impact.

Manufacturer narrative:
The technician replaced the head up hydraulic valve to resolve the issue.